Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that even though the tip of the probe was bent, it was still able to verify on the system.

Manufacturer narrative:
The probe was returned for analysis. The tip of the returned probe was not bent as was reported. There was no apparent physical damage. With markers attached and fully seated, the probe returned good geometry and divot error readings with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that when the cervical probe was used, it was found that the tip was deformed. The operation was performed with a different probe. There was no impact on the patient's outcome due to this issue.